Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
Claimant received a stryker knee replacement in 2007, which allegedly fractured requiring her to have a second knee replacement in 2008. Claimant further alleges that she's experienced pain as well as nerve damage and a dropped foot, resulting in her having to use a walker or cane.